Manufacturer narrative:
(B)(4).

Event description:
It was reported that while on the patient the pump lost battery power during patient transport. The field service tech was called to service the pump. The tech ran the pump on the battery for over 1.5 hours without issue. Biomed also ran the pump without issue. There was no further action taken. There was no report of patient complication.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "battery power loss" cannot be confirmed. The pump was checked by the field service engineer and the battery power issue could not replicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that while on the patient the pump lost battery power during patient transport. The field service tech was called to service the pump. The tech ran the pump on the battery for over 1.5 hours without issue. Biomed also ran the pump without issue. There was no further action taken. There was no report of patient complication.